Manufacturer narrative:
(B)(4). Catalog #igtcfs-65-2-uni-celect-pt. Lot #: unknown. Expiration date: unknown as lot # is unknown. Similar to device under 510(k) k121629 unknown as lot# is unknown. Summary of investigational findings: no imaging was provided but it is assumed the filter fractured during the retrieval attempts. Based on this information the exact reason for the failed retrieval attempts cannot be determined, and also, it is not possible to comment on the filter being partially removed, but secondary strut remaining in patients heart. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter fracture of the wire is an uncommon, but known risk in relation to filter implant. Lot # is unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: customer attempted 3 retrievals from patient, (filter was placed during pregnancy) filter could not be removed, filter had tilted, on third attempt filter was partially removed but secondary strut remained in patients heart. Patient outcome: additional information has been requested but not provided by the reporter.